Manufacturer narrative:
The product was returned for analysis, haptic and optic damage was observed. Solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is potentially related to customer handling. The manufacturer internal reference number is: 2015-01512

Event description:
A surgeon reported that upon implanting an intraocular lens (iol), the haptic was torn. The surgeon reported the lens was explanted during a secondary surgery. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. Initial reporter zip code is not indicated at this time. (B)(4).